Event description:
A report has been received from a (B)(6) dialysis user facility. The following event has been received. A patient experienced an adverse event from the beginning of dialysis: spots around eyes and throat. Feeling of congestion. Allergic reaction on this day of the arteriofistula with needles was used. The symptoms appeared in the first 5 minutes of treatment. The MDR was notified and an order was given to give the patient a dose of diphenhydramine and solucortef administered rapidly IV. The md also evaluated the pt and listened to his chest and as a result, the pt received 1 inhalation treatment of ventolin. The patient felt better and fell asleep. The treatment was continued for 4 hours. Patient in good condition when left for home after dialysis. Currently, the patient is receiving dialysis with use of the same dialyzer, however, the facility has changed the priming process. There is no sample available for an eval.